Manufacturer narrative:
On 08/20/2018, mentor became aware that the device received is a gel device. It was reported to mentor that the suspect medical device in this event is a mentor smooth round moderate plus profile 550cc saline breast prosthesis. Clarification on the product received was not obtained because the customer declined to be contacted about this event. Because the reported product was not received, no product failure analysis can be conducted, and no determination of possible contributing factors could be made. As a result, the product investigation will be closed. If wrong product clarification is received at a later date and within the lab product retention period, the investigation will be performed as appropriate. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 08/16/2018, mentor received additional information about the event. It was reported that there was a possible infection in the patient¿s left breast. Infection patient code has been added. Per a database query, this is the only reported complaint of infection against lot number 6934854. The mentor microbiology department has provided information on the sterility lot for the implanted device indicating that it met all sterilization parameters required to provide a 10e-6 sterility assurance level prior to release for distribution. The product evaluation (pe) team concluded the reported infection occurred from a source other than the device. Infection is a known complication associated with any surgery and is referenced in our current product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a primary breast augmentation procedure with a mentor smooth round moderate plus profile 550cc saline breast prosthesis that deflated after implantation. As a result, the patient underwent explantation on (B)(6) 2018.

Manufacturer narrative:
On (B)(6) 2018, mentor received additional information about the event: no cultures were taken to test for infection because implant was removed. There was pus from the incision. Patient had gone to the ER with 101f temperature and had drainage from the incision site. Implant was removed, and she was treated with antibiotics. The patient fully recovered from the explantation procedure. Correction: mentor reported to the FDA in a follow-up report that the suspect medical device was not received and that a gel breast prosthesis was received instead. On (B)(6)2018, mentor became aware that initially reported device (mentor smooth round moderate plus profile 550cc saline breast prosthesis, lot #6934854) was in fact received by mentor. On (B)(6) 2018, mentor completed the investigation on the suspect medical device. Upon receipt by mentor, the device returned without fluid. Brown material was observed within the device and on the shell surface. The product evaluation (pe) team discovered a rent measuring approximately 1.1 cm at the posterior aspect. Microscopic examination of the edges of the rent gave no indications as to cause. In addition, several creases around the implant were noticed, suggesting in-vivo folding or creasing of the device. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage. There is no evidence that the issue is related with manufacturing. Complaint was confirmed for deflation. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet; however, deflation trends for mentor saline-filled devices will continue to be monitored by quality assurance. Per a database query, this is the only reported complaint of infection against lot number 6934854. The mentor microbiology department has provided information on the sterility lot for the implanted device indicating that it met all sterilization parameters required to provide a 10e-6 sterility assurance level prior to release for distribution. Pe concluded the reported infection occurred from a source other than the device. Infection is a known complication associated with any surgery and is referenced in our current product insert data sheet. Manufacturer¿s reference number: (B)(4).